Event description:
It was reported that a user¿s new cgm sensor would not pair with the ilet when using fsl3+, and after toggling cgm selection from g7 back to fsl3+ the sensor would not scan, requiring replacement and guided setup to confirm warmup; this reflected an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems contributing to the intermittent communication failure associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.